Event description:
Epicor pulmonary vein ablation device was placed without difficulty circumferentially around the pulmonary veins, and the process of delivery of the high frequency ultrasound gave excellent pressures and temperatures. As we came to the final round of the most superficial ablation layer, suddenly there was a large amount of blood noted, welling up in the pericardium. We immediately stopped the ablation at this point, removed the device and saw that the whole left atrial suture line had unraveled, likely secondary to melting, through the energy delivered by the device, which was immediately adjacent. We immediately reinitiated extracorporeal circulation for 20 minutes and were able to repair the suture line of the left atrial closure. We attempted to come off and noticed that there was an additional site that was still bleeding. Went back in for an additional 12 minutes and were able, while the heart continued to beat, to repair this as well. The patient was then taken off bypass, but immediately failed with marked distention, which seemed to be worse on the right side of the heart. Attempts to place an intra-aortic balloon pump at the groin were unsuccessful. An intra-aortic balloon pump was successfully placed in the ascending aortic arch. Ultimately, patient was able to come off of the heart lung machine for a short time, but the heart had no intrinsic contractility. Despite multiple recuscitative efforts, the patient expired in the or. Manufacturer response for deployable tissue ablation device, ultracinch: rep was present in the or at the time of the event. He was contacted again on the day of event.